Manufacturer narrative:
Burns post harmony xl (dye-vl) treatment. Most likely will leave scars. *** the information about the day of event is not available.

Event description:
It was reported about a burn following the harmony xl treatment.